Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(4) 2011) - the meter involved with this complaint has been returned to lifescan (lfs) however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011. Prior to the start of the alleged issue (date/time not specified), the patient reportedly was experiencing a headache. On an unspecified date/time the patient reportedly obtained blood glucose results of "552, 134, and 82mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. It is not known if the patient continued testing with the subject meter after the alleged issue began. According to the csr's documentation, during a doctor's office visit on (B)(6) 2011, the patient received only a blood glucose test; the patient reportedly obtained a reading less than or equal to "40mg/dl." Prior to her doctor's office visit, it is not specified if the patient made any changes to her diabetes management, activity level, or meals; it is not specified if the patient's visit was for a scheduled fasting blood glucose test; and it is not known if the patient tested with the subject meter prior to testing with the other device. It is also unclear if the patient received any medical intervention during her doctor's office visit in response to the result on the other device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose reading with her doctor's meter that was suggestive of hypoglycemia after the alleged meter issue began.